Manufacturer narrative:
Uram jin, et.al., "longitudinal stent-strut injury at the distal end of a newer-generation drug-eluting stent," korean circ j. 2018 feb;48(2):176-178. Date of event: estimated base off literature received date of (B)(6) 2017. Device is a combination product.

Event description:
Title: longitudinal stent-strut injury at the distal end of a newer-generation drug-eluting stent. Korean circ j. It was reported via literature that stent deformation occurred. A percutaneous coronary intervention was being performed on a totally occluded left anterior descending coronary artery (lad) ostium and intermediate stenosis of the proximal left circumflex artery (lcx). After stenting the left main to the lad with a non-bsc device, t-stenting was performed with a 2.75mm x 18mm promus premier in the lcx ostium. Despite repeated pre-dilation and kissing balloon inflation at the left main bifurcation, the stent failed to cross the lcx ostium and its distal tip became stuck. After removing the whole stent system, prolapse and deformation of the distal struts were noted. The procedure was successfully completed with a non-bsc device without issue or patient injury.